Manufacturer narrative:
(B) (4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that upon removing the spring wire guide (swg) from the catheter, resistance was met resulting in the swg kinking and seriously unravelling. The pt was sent to the or to remove the swg. The swg was removed in its entirety and no additional injury or complications were found. Additional info received on (B) (4) 2010 stated the clinician performed a cutdown procedure and then withdrew the swg however, did not reinsert a new one.